Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 487 mg/dl at the time of incident. Customer did not provide any symptoms related to high blood glucose. Customer was treated for their glucose levels with insulin pump. Customer states reservoir had air bubble but air bubble were successfully removed. The insulin pump will not be returned for analysis.